Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: here are the details received from (B)(6) (hmi clinical) about this issue: I just received a call from (B)(6) at (B)(6) in (B)(6). Vent s/n (B)(6), the screen went black while it was on a patient. The patient had some decompensation, but improved when the ventilator was switched out. Vent has been pulled out of service. No patient harm or consequences.